Manufacturer narrative:
Section b1 adverse event/product problem - corrected - no product problem section d4: gtin and expiration date: updated section h1 type of reportable event - corrected - no malfunction section h3 device evaluated by mfg: updated section h4 manufacturing date: updated due to the automated manufacturing execution system (mes) system there are controls in the manufacturing process to ensure the product met specifications upon release. During visual inspection, the stent was received in a deployed condition. The stent delivery wire (sdw) and the introducer sheath were returned. All 4 marker bands were present on both ends of the stent. The stent was deformed at one end; however, no breaks or fractures were observed. The introducer sheath distal tip was noted to be damaged. The sdw was kinked/bent throughout its length. The functional inspection was not performed as the stent was returned in a deployed state. The reported event is covered in the device direction for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. The as reported damage 'stent broken/fractured during use' was not confirmed. The remaining reported damage ¿stent difficult/unable to advance or pullback through catheter' could not be replicated. However, the analysis results are consistent with the reported event. The device failed to meet specifications when received for complaint investigation based on the analyzed anomalies noted to the device. Additional information provided by the customer indicated that the device was prepared for use as per the dfu. The packaging and device were confirmed to be in good condition prior to use on the patient. Continuous flush was set up and maintained throughout the clinical procedure. The patient¿s anatomy was described as 'not tortuous'. It was reported that 'upon attempting to deliver the stent through the microcatheter, resistance was encountered when the stent was pushed to the distal end of the microcatheter, preventing normal advancement. Despite repeated attempts, the stent could not be advanced further. The physician promptly withdrew the stent and observed deformation of the stent outside the body'. In the follow-up replies, the user stated that the stent had broken/fractured during use inside the patient. The stent was returned in a deployed condition. The stent was deformed on one end but there were no breakages/fractured present on the stent. All 4 marker bands were present on both ends of the stent. The distal tip of the introducer sheath was severely deformed/crushed. The stent delivery wire (sdw) was noted to be kinked/bent throughout its length. Based on the analysis results and the information provided by the user, it is possible that the introducer sheath was initially set up correctly as reported in the follow-up replies. However, the damage to the tip of the sheath strongly suggests that the sheath subsequently moved distally prior to stent advancement out of the sheath. Distal movement can occur if the rotating hemostatic valve (rhv) vent cap is not tightened down sufficiently on the introducer sheath. Distal movement would result in crush damage to the sheath tip opening (as noted during analysis). There was significant damage to the distal tip opening. This would result in damage to the stent (and possibly the sdw) as they are transferred from the sheath into the proximal lumen of the microcatheter. Unknown procedural and/or anatomical factors may have also played a part in the case of this complaint. However, damage to the distal tip opening of the introducer sheath suggests that the vent cap was not sufficiently tightened on this part, leading to distal movement and crush damage. The reported damage ¿stent difficult/unable to advance or pullback through catheter' as well as the analysed damage stent deformed, stent introducer sheath distal tip damaged, sdw kinked/bent listed will be assigned procedural factors as this complaint appears to be associated with a product that met complany¿s design and manufacturing specifications and was reported to have been used in accordance with the dfu, but performance was limited due to procedural factors during stent transfer/use. The remaining reported damage 'stent broken/fractured during use' was not confirmed. The manufacturer has reviewed all information and determined this event no longer meets the requirement of the reportable event for the device in question.

Event description:
It was reported that during an irregularly shaped and ruptured aneurysm case at the anterior communicating artery (acoma), upon attempting to deliver the stent through the microcatheter, physician encountered resistance when the stent was pushed to the distal end of the microcatheter, preventing normal advancement. The physician promptly withdrew the stent outside the body and observed that the stent was broken/fractured during use inside the patient. The subject device was replaced, and the procedure was completed successfully. No clinical consequences were reported to the patient due to this event.

Event description:
It was reported that during an irregularly shaped and ruptured aneurysm case at the anterior communicating artery (acoma), upon attempting to deliver the stent through the microcatheter, physician encountered resistance when the stent was pushed to the distal end of the microcatheter, preventing normal advancement. The physician promptly withdrew the stent outside the body and observed that the stent was broken/fractured during use inside the patient. The subject device was replaced, and the procedure was completed successfully. No clinical consequences were reported to the patient due to this event.